Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 7070012. Product family: scs-linear leads. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 7070590. Product family: scs-linear leads. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 7071790. Product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: sc-1160.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced sensitivity and discomfort at one of her two implantable pulse generator (ipg) pocket sites and underwent a revision procedure (reported in MFR# 3006630150-2024-08047). During the procedure it was found that the leads from both systems had become entangled. As a result, the leads were removed; and due to the fact that the physician felt that therapy needs could be accomplished with one system the ipg was also removed. The patient did well postoperatively. It was noted that the patient wore a compressive girdle, and the act of putting it on and wearing it the full day appeared to have pushed down on the ipg which may have caused the devices to move.